Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved plumset that the customer reported leakage from the filter when administering chemotherapy medication. No other information was provided. This report captures the second of three events.